Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the display text was faded/dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/10/2013 with the following results:confirmed the text on the display screen is dim/faded and discolored upon start up and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Observed battery compartment is cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. Observed intermittent responses to button presses on the 'ok','up' and 'down' buttons. .the 'contrast' button is unresponsive to button presses. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the 'contrast' button contact is misaligned. Observed bolus button has intermittent response to button presses and is hard to push. Removed button cover and found the internal plug contact is misaligned and contamination is present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.